Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I was so glad I had a hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("I was so bloated"). Essure was removed in 2016. At the time of the report, the medical device removal and abdominal distension outcome was unknown. The reporter considered abdominal distension and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- hysterectomy, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I was so glad I had a hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("I was so bloated"), allergy to metals ("nickel allergy") and metal poisoning ("heavy metal poisoning"). The patient was treated with hysterectomy. Essure was removed in 2016. At the time of the report, the medical device removal and abdominal distension outcome was unknown. The reporter considered abdominal distension, allergy to metals, medical device removal and metal poisoning to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- hysterectomy, bloating quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.